Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced <(><<)>50% therapy relief to the left leg and no stimulation on the left side from the implantable neurostimulator (ins). The patient had bilateral lower extremity pain. X-rays were taken and a lead migration to the right was confirmed by the doctor. It was reported that the patient was to lay on the opposite side of the problem to see if the lead would migrate back into the original position. The patient was to follow up with their clinic and for possible revision surgery. The patient status at the time of report was noted as "alive - no injury". There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient experienced in adequate pain coverage for legs. The lead had migrated and was replaced on (B)(6) 2015. The event was noted as not related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae.